Event description:
It was reported that the pcu and 4 lvps shut down unexpectedly on (B)(6) 2021 at 0424 am while infusing on a patient. The customer requested a log review to find the reason but subsequently stated that they want to "cancel this complaint" and will not be sending in the devices.there is no further information.there was patient involvement.

Manufacturer narrative:
Additional information: imdrf annex b grid. Additional information: manufacturer narrative. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 13mar2013. The review was performed from the date of manufacture to the present date 14jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the pcu and 4 lvps shut down unexpectedly on (B)(6) 2021 at 0424 am while infusing on a patient. The customer requested a log review to find the reason but subsequently stated that they want to "cancel this complaint" and will not be sending in the devices. There is no further information. There was patient involvement.